Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl; cause was unknown. The customer reported they had a headache, were irritable, had dry mouth, and had large ketones. Their health care provider (hcp) identified the ketone level as dangerous, life threatening. A correction injection was delivered to address bg. Reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.